Manufacturer narrative:
(B)(4). Health effect - impact codes: f2303. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification . [Invest. Conclusions code]: the event of abscess is a known potential adverse event addressed in the product labeling. The event of tetanus, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient experienced swelling, pain, tightness, skin rash and pus build up along the jawline approximately a week and a half after they were injected in the jawline with two syringes of juvéderm® volux¿ xc. Patient went to the hospital and was treated with an IV of antibiotics, and is currently being treated for tetanus, deemed not device related.